Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge with a filled syringe during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide.there was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.